Event description:
At end of day, surgeon removed bouffant cap to find dead lizard inside cap. Picture from smartphone is available.======================manufacturer response for bouffant cap, cap, bouffant, proseries, lt wt, blue, 24" (per site reporter).======================the box with the remaining caps was returned to the manufacturer by director materials management. Complaint registered with medline customer services representative. I have actual cap with dead lizard for return to manufacturer as well as picture. Awaiting return labels.